Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that the ventricular tachycardia (vt) had already spontaneously terminated prior to the oversensing. Technical services (ts) was consulted to review the episode. Upon review, ts explained that there was myopotential oversensing occurring during the shock confirmation phase, which led to the rate continuing to be high and the s-ICD delivering a shock. Ts discussed possible programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.